Event description:
The customer reported that the unit was unable to fully acquire 12-lead ECG.

Manufacturer narrative:
The fse reported having evaluated the unit. The symptom could not be duplicated and the device passed all testing, therefore, we cannot determine the cause.